Event description:
It was reported that the s1 and l5 (left) everest set screws migrated post operatively. This was noticed on x-ray review and the patient was subsequently revised. This record captures the l5 set screw.

Manufacturer narrative:
The reported set screw was returned to stryker spine, visually and microscopically inspected. Upon review of the part, it was observed that the underside of the set screw exhibited significant radial deformation suggesting that the rod was not fully reduced prior to final tightening. The set screw was able to mate with a sample everest polyaxial screw. Complaint history records were reviewed for this lot, no similar complaints were identified. According to the everest surgical technique, these internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur, the implant could eventually break, bend, or loosen. Physical activity and load bearing have been implicated in premature loosening, bending or fracture of internal fixation devices in the absence of complete bone healing. If a set screw is final tightened while the rod is not fully reduced in the screw head, it could compromise the integrity of the capture mechanism at that level. Post-operative patient activity may have introduced unanticipated loading within the construct, causing the set screw to back out. Follow up attempts were performed to obtain additional information, but no response was received. A cause could not be established conclusively based on available information.

Event description:
It was reported that the s1 and l5 (left) everest set screws migrated post operatively. This was noticed on x-ray review and the patient was subsequently revised. This record captures the l5 set screw.

Manufacturer narrative:
Device was returned and the subsequent lot # was obtained.

Event description:
It was reported that the s1 and l5 (left) everest set screws migrated post operatively. This was noticed on x-ray review and the patient was subsequently revised. This record captures the l5 set screw.